Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and whether the patient was hospitalized for the peritonitis were not reported. On an unreported date, the patient began treatment for the peritonitis with an unspecified injection (dose, frequency and route not reported). At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. No additional information is available.